Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with dual-lumen peripherally inserted central catheter (PICC). The customer reports the PICC leaked about 1cm below the butterfly. The leak was under the tegaderm dressing. The customer further reports chloraprep was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm. The PICC was inserted on (B)(6) 2014 in the arm. Each line was flushed on a regular basis with a 10cc syringe. The PICC was removed on (B)(6) 2014 and was replaced with another PICC line. The status of the pt is good.